Event description:
Dealer alleges the left backrest bracket is cracked/broken on a ct7a wheelchair. End user reported to dealer that she got into the chair and leaned back and there was more give than usual. Part of it is broken all the way through.